Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07861 was provided in sections b1, b2, b5, h1, and h6.

Event description:
It was noted by medical staff the patient expired while on impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
The user facility reported a 48-year-male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory supported. It was reported that the placement of the impella was checked under echocardiogram (echo) at bedside and the impella cp appeared to have dove into the left ventricle and was laying on mitral valve. The physician attempted to pull back impella 4cm but it appeared to be attached to a papillary and unable to steer away from mitral. Per recommendations, the physician decided to use a re-access port on the repositioning sheath to wire and place a new pump.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.